Manufacturer narrative:
Concomitant medical products: ddmc3d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensed beats were noted during atrial fibrillation (af) episode in progress. The ra lead remains in use. No patient complications have been reported as a result of this event.